Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial/lot# unknown, product type: programmer. Patient product ID: 3889-28 serial/lot# (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they don't think the leads are working, she said she is holding (B)(6). She is miserable. Patient is voiding a little. They have used a catheter on her twice and got 700 units out. Patient has tried to call the doctor. It was  asked when she noticed the return of symptoms and she said a month ago. No further patient complications are anticipated or expected as a result of this event.